Event description:
As reported by the field clinical specialist, approximately 2 years post transfemoral tavr procedure with a 29 mm sapien 3 valve, the patient presented with shortness of breath. The valve developed aortic stenosis due to the patient's ongoing chemotherapy. The gradient was 70mmhg, and the ejection fraction was 15%. The physician successfully deployed a new 29mm sapien 3 ultra resilia valve in the 29 mm sapien 3 ultra valve. No patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Based on the medical records received, the patient presented with severe aortic stenosis with an aortic valve mean gradient of 100mmhg in cardiogenic shock and hypotension. The tavr leaflets were not well seen. The valve appears to have echogenic material on the left ventricle side of the valve. The patient had a valve in valve with a 29 mm sapien 3 ultra resilia in the aortic position via transfemoral approach. The implant was a success with none to trace paravalvular leak and a mean gradient of 11mmhg. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. Additions were made to b.5 and h.6: clinical code. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive complaint investigations, stenosis/increased gradient events for the sapien 3, sapien 3 ultra, and sapien 3 ultra resilia valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for increased gradients was confirmed based on provided medical records. Available information suggests patient factors (dyslipidemia, end stage renal disease) likely contributed to the event as the patient had a medical history of dyslipidemia and end stage renal disease on dialysis as reported in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Per the edwards technical summary, the instructions for use, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.